Event description:
The user facility reported that the device slipped. The nurse reported the surgeon was performing an image-guided surgery and the surgeon "felt the clamp had moved." The user facility stated that no pt injury had occurred.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported information.